Event description:
Boston scientific crm received information that approximately 11 days after a ventricular tachycardia (vt) ablation procedure, this lead was explanted and replaced due to increased pacing thresholds and undersensing of ventricular tachycardia which was suspected to be related to the ablation procedure. Additional information was received indicating that the patient passed away approximately one month after the lead replacement procedure. There were no additional allegations against lead function or performance and no evidence that the lead caused or contributed to the patient's death. The cause of death is unknown at this time.

Manufacturer narrative:
The lead was returned to bsc crm for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits and the lead was confirmed to be electrically continuous. There was damage to the lead insulation and suture sleeve which was determined to be procedurally induced. It was also noted that the shocking electrode was separated from the lead body insulation and body tissue was on the electrode at the time the lead was returned. This damage did not affect the lead's ability to provide therapy and it was not determined how the damage occurred. Lead analysis found no anomalies that would have caused or contributed to the reported clinical observations.